Event description:
It was reported that during a laparoscopic hiatal hernia procedure, the devices would not hold clips in the jaws. There was no pt consequence. The procedure was completed with another like device.